Event description:
Customer reported via phone call to have gone to the emergency room on (B)(6), 2015 with blood glucose of 651 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer states that while at work, insulin continued to elevate. Customer had symptoms of nausea and a funny taste in mouth. After troubleshooting, it was found that drive support cap was flushed. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched display window and cracked reservoir tube lip.